Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismax machine, "an entire syringe of heparin¿ (14 mls) was administered to the patient "without nursing instruction". The reporter stated that a 20-cc syringe was used. According to the reporter, the patient¿s partial thromboplastin time increased and the hemoglobin dropped. It was reported that the patient experienced edema, shortness of breath and fluid overload. The patient received one unit of blood due to decreased hemoglobin levels. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. The technician performed a simulated run with the syringe pump, and no alarms occurred. All system self-tests passed and no machine calibrations were required. Visual inspection of the provided photographs showed the monitor alarm screen which confirmed the reported event. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.